Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device was not implanted. A low battery voltage was observed during testing. The device was tested on the automated electrical system and temperature cycles. No anomalies were found. The battery was sent to the vendor for further analysis. No anomaly was detected. The cause of battery depletion could not be determined. Failure (event) observed during analysis.